Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta) in the left cephalic vein. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - PMA/510(k) # field on 3500a form: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): lit g4 - PMA/510(k) # field on 3500a form: k141521, k141597. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. He returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 17mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta) in the left cephalic vein. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with same device. No patient complications were reported.